Manufacturer narrative:
The reported events of "lymphatic swelling", "full face", "under eyes swelling", and "nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the cheeks and temple with 2 syringes of juvéderm ultra¿ xc. Over a month later, the patient experienced a reaction; the patient initially experienced lymphatic swelling, then full face and under eyes swelling, and nodules in the right cheek. The healthcare professional further reported that on the date of onset the patient had some swelling under the eyes and the patient was told to massage. The swelling continued, so patient was told to massage under the eye. The patient was then given antihistamines, hydrochlorothiazide, and doxy 100mg bid. About 3 weeks later, the patient was not better. There were visible nodules on the right cheek. Patient was injected with vitrase®. About a week later, the nodules were still present, so the patient was injected with hylenex and put on steroids. The swelling got better and the nodules smaller. The steroid was lowered. The patient was additionally treated with prednisone. The symptoms resolved almost 3 months after the date of onset. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00192 (allergan complaint # (B)(4)). This MDR is being submitted for the second lot number of suspect product, juvéderm ultra¿ xc.